Event description:
The lead was repositioned on (B)(6) 2011 due to poor sensing and high thresholds. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).